Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt rec'd his scs system, including an ipg, on (B)(6) 2010. It was reported the pt can no longer establish telemetry between his ipg and his charging system. A new charging system did not correct the issue. The physician has indicated the pt will undergo further testing. No determination regarding a revision will be made until the examination is completed. F/u on the pt found no further issues reported.